Event description:
In 2007 at 12:49pm, the lay-user/patient contacted lifescan (lfs) alleging the one touch ultramini is not passing the control solution test. The complaint is classified based on the documentation of the customer care advocate (cca). The reported issue started on one day earlier at 1:43pm. The control solution results of "180 and 165 mg/dl" did not fall within the control solution range of (112-150 mg/dl). After the reported issue began, the patient developed symptoms of "tired and shaky". The patient was not tested on another meter. She denied requiring any medical intervention and did not take any action in regards to diabetes treatment due to the reported issue. During the troubleshooting session, the patient verified that the meter was coded correctly, the test strips were in good condition, the test strip vial was not cracked or broken, the control solution has not been open longer than the discard date, the test strips have not been opened longer than the discard date, expired, or stored improperly, the meter was set to the correct unit of measurement, the correct control solution was used, and the control solution test did passed when the ccr walked the patient through another control solution test. The complaint is being reported because the patient developed symptoms suggestive of hypoglycemia after the reported issue began. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluation it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.